Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative, that the nasal prongs of an ojr414 optiflow junior 2 was found broken during patient use, temporarily reducing the patient's oxygen flow and delivery. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Section d4: serial # not provided as it is not applicable to the subject device. Method: the subject ojr414 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Several attempts to request further information and the subject device from the healthcare facility were made by f&p, however no response and limited information was provided. Our investigation is thus based on the initial information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility stated that the prongs of the ojr414 optiflow junior 2 nasal cannula was found damaged, temporarily reducing the patient's oxygen flow and delivery. No further information was provided by the healthcare facility. Conclusion: without the subject device, we are unable to determine the exact cause of the reported fault. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adehesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. **in addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject ojr414 optiflow junior 2 nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application; this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Manufacturer narrative:
(B)(4). Section d4: serial # not provided as it is not applicable to the subject device. Fisher & paykel healthcare (f&p) has requested for the complaint device to be returned for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative, that the nasal prongs of an ojr414 optiflow junior 2 was found broken during patient use, temporarily reducing the patient's oxygen flow and delivery. There were no reported patient consequences. F&p has requested further information regarding the reported event.